Event description:
It was reported that the patient was going in for surgery related to her implantable neurostimulator (ins) as it had moved. It was noted it had moved closer to her spine in the last 3 months but they were unsure. It was further reported that the surgery was scheduled for (B)(6) 2014. It was further reported that the ins had moved close to the spinal cord and the health care professional would relocate the ins. It was noted the patient was going in to the health care professional¿s office for a reprogramming and had trouble with it not working right. The patient saw a manufacturing representative for a reprogramming and said she could not charge and could not feel the ins for several months. When they tried to charge, they got 4 bars. It was noted the patient did not let the ins get less than a quarter and had to hold it or lay there to have it charge. It was noted that when the patient first had the ins put in in (B)(6), it was wonderful. It was further reported that an impedance test performed within range and no malfunctions were seen. It was noted the revision was done on (B)(6) 2014. The implantable pulse generator was repositioned using all of the same equipment. There were no issues with the equipment and the patient was doing good.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).